Event description:
Pt was diagnosed as having a blood clot located behind knee. It was decided to insert a ivc filter to prevent the clot from moving to vital organs. The device, gunther tulip vena cava filter, mfg by cook, inc. Pt was released from the hosp and admitted to a rehab facility. Pt complained of side and abdominal pain, for which pt was treated with ibuprofen, which provided no relief. Pt was sent to the emergency room where it was thought that they may have a stomach "bug", but later an MRI showed internal bleeding around the site of the ivc filter. The pt died. An autopsy was done and the results read as follows: immediate cause of death: exsanguination. Underlying cause of death: perforation of inferior vena cava with massive retroperitoneal bleeding most likely due to inferior vena cava filter. Under diagnosis, there is a note: the cause of death in this pt is exsanguination due to perforation of the inferior vena cava, most likely associated with one limb of the inferior vena cava filter inserted previously.